Event description:
During a procedure the silicone tip of the flexible ligating shears broke off and fell into the patient, the broken piece was retrieved, and no one was harmed.

Manufacturer narrative:
During the procedure the silicone insulation part of the flexible ligating shears tip broke off and fell into the patient, the surgeon continued using the device to finish the procedure. The broken piece was retrieved from the patient, and no one was harmed.